Event description:
Patient presented for prophylactic generator replacement surgery. Impedance was ok prior to surgery. The patient was opened for generator replacement surgery and the surgeon immediately stated that after the incision was made and the generator was removed, lead breakage was discovered. The lead break was noted to be near the generator. It was noted by the surgeon that the previous surgeon did not know what he was doing. The surgeon was surprised that impedance was ok prior to replacement. The surgeon denied that the lead was cut during surgery. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.